Event description:
This is the second of two reports on the same patient involving two lots of the same product. Refer to medwatch 9681121-2011-00006 for a description of the first report. A report was received from an optician that a contact lens wearer advised them of opening a lens container that contained a dried lens and no solution. She reported not wearing this lens, but used another lens. According to the patient after approximately 20 days of wearing the lens, she experienced irritation and she removed the contact lens. The next morning, her eye was not better and appeared to be getting worse, so she went to a minor injuries clinic where she was immediately referred to a hospital facility where a swab and culture were taken. An eye infection was confirmed. Treatment consisted of antibiotic eye drops to be administered every 30 minutes for 48 hours. She had six follow-up visits at the hospital, received treatment with three "lots" of antibiotics and an eye ointment. She experienced significant pain from light and irritation. She was informed at her final follow up that a permanent scar remained outside the visual axis and does not affect vision. Further use of contact lenses was not recommended due to increased risk of infection.

Manufacturer narrative:
One unopened lens and one opened lens were returned for analysis. The lenses were found to be within specifications. A manufacturing investigation is underway. If any abnormality is found, a follow up report will be submitted. (B)(4).